Event description:
Constant fungal infection of the abdominal wall possibly from surgical mesh used for incisional hernia following surgery for colon resection. What steps should be followed to discover whether this was a mesh within your recall boundaries. I see the recall data on the manufacturer. Who were the main medical supply distributors.